Event description:
When the (csi) catheter sheath introducer was positioned to lesion, the physician delivered the filter, but found it was not smooth to pass the through the csi. After withdrawal the filter and catheter, the csi was broken by the filter. The physician changed another one to complete the procedure. A barb from the filter was not protruding through the sheath. During insertion of the filter, constant fluoroscopy was performed. The sheath was not kink or bend. The obturator did not remain fixed while the deployment sheath was pulled back over the obturator. Thrombus was present at delivery site. The patient received anticoagulation, but the medication is unknown. The patient did not have recurrent pe in spite of anticoagulation. Pre/post imaging was completed. Procedural films are not available.

Manufacturer narrative:
A non sterile optease retrieval filter was returned coiled and inside a bag. The returned product includes the vessel dilator, the obturator, and the csi with the filter. The vessel dilator was noted with the tip cut. The csi has the filter inside and one filter's barb is protruding thru the catheter. The csi (catheter) presents a near separation at 18.5cm from the distal tip and also it was noted a kink at 48 cm from the distal tip as well. The barbs were reviewed under microscope at 25x of magnification, no damage or any anomaly was noted in the barbs. The filter was advanced in the csi and a little resistance was felt when the filter passed through the separated area of the csi, however the filter could pass without complication and it could be expanded. Filter was not completely expanded as results of the product conditions. For the noted kink and near separation damages on the csi and tip damage of the vessel dilator the exact cause could not be conclusively determined. A 100% visual inspection are in place to inspect if there is an issue for damages in the csi sheath and vessel dilator before the product leaves the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported filter impeded was confirmed. The exact cause of the filter stuck in the sheath was caused due to one bard had penetrated the sheath; however this condition of the barb in the sheath could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Controls are in place to inspect the filter loading and csi before it leaves the facility. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.